Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory, however, they were not within a 10-minute timeframe.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when additional information is available.

Event description:
A customer reported receiving erratic readings on their adc meter. They reported receiving readings of 145 mg/dl, 22 mg/dl and 33 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported experiencing vertigo, tremulousness, headache and eating food to counteract the event. There was no report of death, serious injury or mistreatment associated with this event.